Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during thumb advancer deployment and exchange sheath splitting could not be completed. The safety release was activated, retracting the locator wings, which released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Thought requested. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The thumb advancer had been retracted proximally, which is consistent with the reported experience. There was no damaged detected with the device that would contribute to the reported difficulty encountered during thumb advancement; however, tissue compaction between the vessel locators and/or a tight tissue tract can create resistance during thumb advancer deployment. In accordance with the instructions for use, when excessive resistance is experienced during thumb advancer deployment manually collapse the locator wings and remove the device. This was not followed in this case as evidenced by the damage to the device. Based on the evaluation findings and the reported information, the probable root cause for the reported event is due to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.